Event description:
It was reported to medtronic minimed that the customer experienced needle anomaly. The customer reported no adverse event. The event involved product(s) mmt-7020c4. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-7020c4 was requested and the device was returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Following our receipt of the one returned used sensor and performed visual inspection and found needle bent inside sensor base, unable to confirm customer received sensor in said condition due to customer return sensor opened/used. In summary, the customer complaint for needle did not penetrate skin could not be confirmed. Because the sensor was already opened or used when we received it for testing, it is impossible to determine when or how this happened. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.